Manufacturer narrative:
One (1) used. List #ch-14, chemoclave® connected to saline injection 0.9% sodium chloride 0.9% 500ml IV bag were returned for evaluation. As returned no physical damage or anomalies were observed on the returned sample. The returned set was tested no flow was confirmed. The clave was dissembled and no damages or anomalies were observed. The sample was cut and errant solvent was found in the fluid path. Complaint of solution couldn't drip can be confirmed. The probable cause is due to an errant solvent during assembly process in manufacturing. Lot history review was performed and no relevant discrepancy, anomalies or nonconformance were identified that might lead the condition reported by the customer. Additional contact information: evermedical co., ltd. Silvia lin productsspecialist06@evermedical.com.tw 886-2-2712-6611.

Event description:
The event involved a chemoclave® vented bag spike where the customer reported a no flow issue; the solution (normal saline) could not drip. Se for chemo. Device was not biohazard. The event as noted during infusion of normal saline. Unknown if there was user facility medwatch. There was no bleed back. Device was not reprocessed or re-sterilized. There was patient involvement, however harm was not reported as a consequence of this event.